Event description:
Allegedly, patient was revised due to mom complications; elevated cocr ions; pain; difficulty walking; metallosis; fluid collection; soft tissue damage. Additionally, intraoperatively there was moderate corrosion on the neck; stem was loose. (Left).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be updated. This is the same event as 3010536692-2015-00783, -00784, -00785.